Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced severe underdose symptoms. When the pt arrived at the hosp to see what had happened, the programmer showed that the pump had set itself into safe state mode with a minimum rate. The eri (elective replacement indicator) showed 12 months and there were no alarm indicating that something was wrong. The pump logs showed that the pump had set itself to safe state due to low "battery-reset" on (B)(6) 2011. The pump was replaced. The pt outcome was stated as "unk." The medications being delivered via the device system were hydromorphone and clonidine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.